Event description:
It was reported that the health care professional (hcp) wanted to know why there was no alert for a ventricular episode on this implantable cardioverter defibrillator (ICD). Technical services (ts) reviewed the reports and explained that there are only alerts for non-sustained ventricular tachycardia (nsvt) and episodes with therapy. Ts further explained ts noted that there was some undersensing due to varying amplitudes, but it does not affect the episode. The device remains in use. No adverse patient effects were reported.